Manufacturer narrative:
Investigation result: no mz1000 china product was available for investigation; however the customer reported that the affected sample was from lot 25035127 and that "on the sixth day of using the mz connector for infusion tubing, the oncology department discovered leakage at the connection point between the connector and the syringe." As part of the investigation, the customer provided a photograph of the affected sample. Analysis of the photograph confirmed the customer's experience as a crack could be seen on the female luer adaptor (fla) of the maxzero. However, analysis of the photograph alone could not identify a potential cause for the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 25035127 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance, the customer confirmed that the maxzero was in use for six days prior to the leakage being identified; therefore it is unlikely that a manufacturing defect contributed to the customer's experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mz1000 china product.

Event description:
No additional information.

Event description:
Event details: on the sixth day of using the mz connector for infusion tubing, the oncology department discovered leakage at the connection point between the connector and the syringe. The only solution was to remove it and replace it with a new one.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.